Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 6:00 pm after the end user received varied blood glucose results from his prodigy diabetes meter when comparing to another meter. The end user experienced confusion, blurred vision and sweating accompanied with a blood glucose reading of 183 mg/dl. Four additional blood glucose test were performed with his prodigy meter with the following results: 224mg/dl, 207mg/dl, 183 mg/dl and 167 mg/dl. The paramedics were called and once they arrived a blood glucose test was performed with their meter and the reading was 71 mg/dl. They also performed a blood glucose test with the prodigy meter and the reading was 136 mg/dl. The end user was not given any treatment from the paramedics and was transported to the ER. Upon arrival to the ER, his blood glucose reading was 150 mg/dl. No treatment was necessary due to his blood glucose reading was within normal range. After 2 hours in the ER, the end user was discharged and instructed to follow-up with his pcp. No additional details were provided in regards to this medical event.